Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/15/2014 with the following findings: evidence of a partially discharged battery being installed for use was observed in the black box data; user error caused the reported battery-life issue. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The pump powered on with the test battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The following device failures are unrelated to the reported battery-life issue: visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture damage was found inside of the battery compartment. The pump failed a leak test due to the battery compartment damage. The display screen was dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. Also, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.